Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt was found to have an intermittently open pulse wire at ECG a. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was receiving check therapy pad messages.